Manufacturer narrative:
A review of the device history record could not be performed because the lot number was not reported. During the analysis of the returned device, it was revealed that the main coil was found mechanically detached from the delivery wire and the main coil was found stretched. In addition, the delivery wire was kinked due to handling. Functioning test could not be performed due to the condition of the returned device. In the case of this complaint it is most likely that the coil failed to detach during the procedure due to some procedural factors encountered, and on removal of the device from the patient became detached fully within the micro catheter. This complaint appears to be associated with a product that met the design and manufacturing specifications and was used in accordance with the dfu (direction for use), but performance was limited due to procedural factors during use. Therefore a probable cause of procedural factors will be assigned to the main coil defects.

Event description:
During the analysis of the returned device, it was revealed that the main coil was prematurely detached inside the patient. No clinical consequences reported to the patient.